Event description:
Medtronic received a report that the pipeline could not be recaptured and had a poor distal opening. The pipeline also encountered resistance with the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic carotid artery with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.1 mm. The accessed vessel was accessed with a 6 fr sheath. It was noted the patient's vessel tortuosity was minimal. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Dual antiplatelet treatment was administered. The angiographic result post procedure showed treatment of the cerebral aneurysm with flow redirection technique using the pipeline device. It was reported that the pipeline could not be recaptured, but was it recaptured earlier. Beginning the deployment in its distal third, the distal opening was not good so the device was recaptured to successfully invert the ptfe sleeves, the device was continued to be released up to 50%, at which point an attempt was made to recapture the device to reposition it, which was impossible due to high resistance, so the partially opened fd had to be removed along with the microcatheter. When removing the fd along with the microcatheter, the phenom 27 microcatheter was observed wrinkled at its distal tip (images of the case are attached). A new phenom 27 microcatheter and a new pipeline shield 4 x 18mm were then used, which were successfully released. The patient did not suffer clinical complications due to the device failure. It was reported the pipeline was stuck (locked up) I the catheter or resistance in the catheter occurred in the middle section. The catheter was flushed continuously with heparinized saline. The pipeline became stuck in the middle section during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, but it did not resolve. The distal catheter tip was observed to be crushed. There was no pushwire damage observed. It was reported there was catheter resistance located in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a shuttle 6 fr guide catheter. Additional information received reported that the resistance was in the distal part of the catheter. The pipeline was not positioned in a bend when it failed to open. Only resheathing was performed to open the device. The cause of the resistance was stated to be the device getting stuck on recapture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex shield was found stuck inside the distal tip of the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned from 8.0 cm to 14.2cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield could not be pushed forward or removed. The catheter was cut to remove the pipeline flex shield from the catheter lumen. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found to be opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was minimal and the braid was not positioned in the vessel bend, which rules these factors out as potential causes. It is possible that the damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex shield was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and catheter were found to have damages. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to advance or re trieve the pipeline flex shield through the catheter against resistance. Possible resistance causes include vessel tortuosity and lack of the continuous flush with heparinized saline during delivery. The customer reported that the vessel tortuosity was minimal and the continuous flush with heparinized saline was used, which rules these out as potential causes. The cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.